Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer: 2182269-2017-00072. During a pulmonary vein isolation ablation procedure a pericardial effusion occurred. After a difficult transseptal access was obtained and ablation started the patient became hypotensive. An echocardiogram revealed the pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.